Manufacturer narrative:
Toothbrush was not returned and lot number of suspect tb was not provided. Ranir quality cannot conduct investigation or evaluate alleged product failure without the suspect toothbrush being returned. However, the suspect toothbrush may be from an earlier lot and before improvements to the tb had been implemented and production was moved to a new supplier with better reliability. Ranir quality tested batch p054848, all present stock in inventory, for katterpillar tongue scraper adhesion (30) units, which all passed.

Event description:
Rubber part came off toothbrush and son choked on it, but he is ok.